Event description:
General report received of an unspecified number of undocumented incidents of leaks of chemotherapeutic agents. The tubing sets were being used to deliver unspecified chemotherapeutic agents. It was reported that after unspecified lengths of time in use, leakage was noted "around the filter area" of the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation.